Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the customer experienced hyperglycemia and drove himself to the hospital. Upon arrival, the hospital tested the patient and he received a blood glucose result of 29.8 mmol/l. The customer was admitted into the hospital and treated with pen therapy (ict). At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.